Event description:
It was reported to the sales rep that while observing a surgery procedure, he observed that the reported article couldn't be anchored/grounded into the cap. A replacement was available and the surgery was successfully completed at the end.

Manufacturer narrative:
A visual inspection showed minor scratches and indentations on the locking circumference of the returned insert, indicative of malpositioning of the insert with the shell. The exact root cause of this specific event could not be determined however the scratches and indentations on the insert is indicative of malpositioning of the insert with the shell. There is no indication available to suggest it is device related. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.